Event description:
Pt underwent vns therapy system replacement surgery due to high lead impedance test result during diagnostic testing, indicating possible device malfunction. Lead break is suspected but cannot be confirmed because the explanted lead was discarded. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. No adverse event was reported in conjunction with the high lead impedance condition.

Event description:
A majority of the explanted lead was returned to manufacturer in six pieces. The electrode portion was not returned. Analysis of the portions of the lead assembly that were returned revealed a coil wire break in each of the quadfilar coils. The appearance of the coil wire breaks via electron microscopy was characteristic of fatigue fracture, with very fine pitting on one of the coils and no pitting on the other. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting on one of the broken quadfilar coil wire surfaces. The condition of the remaining portions of the returned lead is consistent with that which typically exist following an explant procedure. No other obvious anomalies were noted. No other discontinuities were identified during electrical testing. The coil wire breaks caused the high lead impedance test result.

Manufacturer narrative:
Conclusion - it was initially reported that the explanted lead had been discarded; however, the explanted device has since been returned to manufacturer.